Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 8 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and discovered rack failure. The fse replaced the racks on drawer b rows e&f. The instrument was deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed previous complaint for false positives resolved by replacing blower wheel, resolved by replacing front bearing, rear bearing and coupling, which did not have any evidence for the false positives, caused due to high temperatures. Bd quality did not receive any returned parts or instrument for investigation. The root cause was racks failure. No new trends, risks, or hazards were identified as a result of the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 8 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.